Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. A skin revision was performed under a general anaesthetic (date unknown). The abutment was removed, and a cover screw was placed on the internal fixture.